Event description:
It was reported that the battery voltage dropped from 2.55v to 2.29v in a short period of time. The device will be explanted.

Manufacturer narrative:
No medwatch form was received.